Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). A lot history record review was completed for lots 3000434753, 3000431054, and 3000420996 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw#: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported at the start of the case, the vh-4030 cord prongs were not aligned correctly and broke while trying to connect with the hp2 (vh-4000). A new hp2 and vh-4030 cord were used to complete the case. Prongs may have bent while connecting the vh-4030 into the vh-4000. There was no procedural delay. No patient harm occurred.